Manufacturer narrative:
Investigation summary: a manufacturing record evaluation was performed for the finished device. This investigation revealed that the lot aligned with a manufacturing process flow change. Due to this alignment, lexington medical contacted all accounts that may have received reloads manufactured with this manufacturing process and offered to exchange their affected inventory with inventory that has undergone additional inspection. As of this date, all known product in the u.s. Potentially affected has been exchanged. Also, no known related complaints have been received. A corrective and preventative action (CAPA) has been opened to further investigate, modify the manufacturing process, and add additional staple inspection checks. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The physician reported that during the use of the aeon endoscopic stapler reload, staples were present in the implanted staple line, but multiple staples were missing. The precise number of missing staples was not reported. The device was not returned for investigation. A lexington medical representative was not present during the case. There was no patient impact reported. Surgery was not delayed by more than 30 minutes. The procedure was not converted to open surgery.